Event description:
In 2008, the sales rep reported that pathfinder was used on a spondylolisthesis. The connector on the extender sleeve was damaged while using the reduction sleeve based forcep reducer and the counter torque reduction tube. Add'l info received about 3 weeks later, the customer reported that the sleeve was found to be damaged after surgery. There was a surgical delay of 10 to 15 mins to look for the broken piece.

Manufacturer narrative:
Product is an instrument and is not implantable.request has been made to obtain the product. Eval is pending upon the return of the product.